Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited double beep no cassette. No patient involvement reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. The downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.